Manufacturer narrative:
Investigation: a device history review was conducted for lot number 0063920. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos displaying the reported failure mode were submitted for evaluation, without he ability to subject the foreign material to composition testing, our quality engineers were unable to determine a root cause for this event. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm contained foreign matter. The following information was provided by the initial reporter: "foreign body was found in the extension tube during puncturing"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 24 ga x 0.75 in prn/ec slm contained foreign matter. The following information was provided by the initial reporter: "foreign body was found in the extension tube during puncturing".